Event description:
The customer reported to philips healthcare that the heartstart mrx 12 lead monitor was indicating a sinus rhythm; however, once the pt arrived at the hospital the monitor was indicating the pt was having a heart attack. The customer stated pt was transferred to another hospital and "survived".

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.